Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer ordered the pure wick system for their mother who was using the pure wick system from the hospital. The customer had then ordered a pure wick system for her mother. Mother was released from the hospital with having rashes from using the pure wick from the hospital. Due to the uncomfortable experience from the hospital in using the pure wick system. The mother will no longer be able to start using the pure wick system that the daughter had recently purchase. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported. Per follow up information received on 13jul2026, it was reported patient had large blisters at the site where purewick was placed. Now the patient was in the hospital. Zinc oxide was used. Purewick belonged to the hospital. I ordered the purewick for patient but after the blisters appeared, I returned it. I sent the device back about a month ago. It was never opened.